Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot/serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter; ubd: 21-sep-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 2000 mcg/ml of baclofen at 547.7 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported the patient's catheter was replaced due to a malfunction on (B)(6) 2019. No further history was available. No further complications were reported or anticipated.